Event description:
It was reported the bronchovideoscope distal end peeled off and the scope was not sterile during an unspecified procedure. No further information was provided. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.